Event description:
It was reported by the doctor that the ieha466 healing abutment became stuck due to over torque.

Manufacturer narrative:
(B)(4). No device was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against the lot. Appropriate documentation was reviewed and the following information was identified: product catalog for restorative technologies instres rev 04/16. Warnings: ¿mishandling of small components inside the patient¿s mouth carries a risk of aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. ¿for compatibility of bella tek patient specific abutments, please refer to compatibility table in the accompanying document.¿ additionally, it is stated on the label of the device that these devices are intended to be torqued at 20 ncm. The returned images show the bellatek encode healing abutment with a mating encode screw. The screw appears to be caught in the drive feature of an impression coping. The head of this screw is noted to be removed, and the healing abutment is damaged from the removal. The photographs support the claim that the devices became stuck together. The complaint is confirmed. A singular cause cannot be determined. (B)(4).